Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's yellow alarm was sounding on the system controller. The battery was replaced and then the red heart alarm began. The patient felt ill during the alarming. The system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.